Manufacturer narrative:
Patient initials are (B)(6). The original implant procedure occurred on an unknown date in (B)(6), 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6), 2015 after patient complaints of pain and a non-union/mal-union/re-fracture of the distal tibia with two (2) broken plates. A total of three plates (two broken and one intact) and an unknown quantity of intact, unknown screws were removed during the revision. It was reported that the patient was non-compliant leading up to the revision procedure. The patient was revised to a distraction osteogenesis (do) ring system external fixator. There was no surgical delay related to this event. This report is 3 of 4 for (B)(4).